Event description:
A customer contacted haemonetics (B)(6) 2009 reporting "hp: smoke from the machine and disk leak at 1c." No patient or operator injury was reported.

Manufacturer narrative:
Upon evaluation a leakage was confirmed from the lure connector joint of the inlet stopcock. The leak path was noted at the connection between the stopcock and male luer. Issue appears to be related to operator error as insufficient solvent was applied to bond the luer to the stopcock. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. (B)(4).